Manufacturer narrative:
The reported event of device in back-up operation was confirmed, no pacing output was not confirmed. Device was returned in back up mode. Pacing output was verified in backup mode. Product code was downloaded, and analysis was performed. This including thermal and mechanical testing of the device, which indicated that the pacer exhibited normal device characteristics. Analysis on the device image indicated the cause of backup was por. The cause of por was undetermined, and the reset could not be reproduced. Assessment of total projected longevity was performed, and device was found to have appropriate longevity remaining.

Event description:
During an initial implant, loss of capture and backup (bvvi) were observed on the device. A new device was used to resolve the event. The patient was stable.